Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 157448, femoral head, lot # 634820, item # us157854, cup, lot # 424700, item # 11-104110, femoral stem, lot # 625610. Multiple reports were submitted for this event. Please see associated reports: 0001825034-2018-02306, 0001825034-2018-02307.

Event description:
It was reported that a femoral head and taper insert would not disengage during removal of explants causing an unknown surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of operative notes noting multiple attempts to disengage the outer sleeve with the inner sleeve. A bur was used to cut approximately 1 cm off of the outer sleeve in order to separate the two. Additional information does not change the outcome of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.